Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision, due to infection with sepsis. There were no additional adverse patient effects reported. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).